Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a steady rise in pacing impedance measurements up to 1,600 ohms. Pacing thresholds and intrinsic sensing measurements remained stable. Additional information received indicated intrinsic r wave sensing had decreased from 5 mv to 2 mv. A revision procedure was performed and this lead was surgically abandoned due to twiddler's syndrome. It was reported the lead knotted up as a resulted and was the cause for the increase in pacing impedance measurements. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.